Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed off no power. The blood glucose value level was not provided at the time of the incident. Customer stated they did not receive a low battery alert prior to off no power alarm. Customer also reported getting a motor error alarm and a communication error alarm. Troubleshooting was completed. Customer was able to get the device working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify spi to motor pic communication error alarm due to motor error alarm noted. No unexpected battery power loss anomaly.